Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.0, lab: ng. Date: (B)(6) 2011, inratio: ng, lab: 1.8. Pt's therapeutic range: 2.0-3.0 inr. Pt's coumadin dose was held when he received inratio reading of 4.0 inr and was increased after getting lab result of 1.8 inr.